Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was impacted (265 mg/dl) with minor traces of ketones. It was confirmed that the customer would use manual injections of humalog/lantis for alternate insulin therapy.